Manufacturer narrative:
Initial and final MDR 2587986-device 4 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set tubing leakage event at the site on 21-feb-2026. The infusion set was in use for roughly twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.